Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse analyzed the instrument and determined the sampler was not touching the sample cup. The sampler was adjusted. The cse adjusted and aligned the sample and reagent 2 (r2) arm of the heterogeneous module (hm). The hm wash probe tube on the pump panel was loose and was adjusted. The probe tips were replaced. The photometer lamp voltage was within specifications. Precision testing was run five times and passed. The cse ran small sample cups with two repetitions and the results were within specifications. The cse explained the mixing and timing limitations for running tac samples. The cause of the imprecise tac results is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. MDR# 2517506-2019-00099 and MDR# 2517506-2019-00133 were also filed for this event.

Event description:
Imprecise tacrolimus (tac) results were obtained on a patient sample on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The sample was repeated one time and then repeated on the same instrument in duplicate. The repeat result of 7.0 ng/ml was reported to the physician(s) as a correct result for the patient. There are no reports of patient intervention or adverse health consequences due to the imprecise tac results.